Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that the right atrial lead had high threshold and a lead warning was triggered. The lead was capped and replaced.

Event description:
It was reported that epicardial atrial lead impedance is varying from 600 ohms to greater than 2500 ohms. It was also reported that with isometrics, there is noise on the atrial electrogram. The lead is still in use. No patient complications have been reported as a result of this event.